Event description:
It was reported that one day post device implant, the lead exhibited high impedance. Surgery was performed to reconnect the lead to the pulse generator correctly. The patient was fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.